Event description:
Factory analysis of a returned internal battery revealed a failure that can result in no low battery alarm being activated. Per the findings, the system may run down the battery to a power failed state without displaying any indication it is running on the battery. There are no battery symbol or messages displayed and no low battery alarm sounded. If the device is operating on battery and it depletes upon extended use, only power failure audible and visual alarms are generated once the ventilator shuts down.